Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they experienced hyperglycemia. Customer's blood glucose level was 400 mg/dl. Customers call was disconnected before being able to obtain personal identifying info, creating complaint under generic account for documentation purposes. The insulin pump will not be returned for analysis.